Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was discarded. The event of "covid-19 infection," deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported the non serious non device related event of ¿menstrual irregularity" and the non device related event of "covid 19 infection" after a subject was injected in the temples with juvéderm® voluma¿ xc. Treatment is noted as "climara patches 0.015mg" for menstrual irregularity." Menstrual irregularity is ongoing at this time. The event of covid-19 has resolved without treatment noted.